Event description:
It was reported that the predilated, mildly tortuous, right coronary artery (rca) had three lesions. The first implant was easily deployed in the distal lesion. The second implant (3.5x28) was also easily deployed with excellent results. The third implant (3.5x18) was unable to cross the proximal platinum marker of the second implant. Multiple attempts were made with different types of guidewires. The proximal edge of the second implant was dilated to 3.94 mm in an attempt to facilitate crossing of the third implant, but was still unable to cross. A xience v stent was able to pass easily and was deployed with excellent results. There were no adverse patient effects. There was no additional information provided. The returned device evaluation revealed peeling of the delivery system balloon.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: body, extra support; guide cath: extraback rca. Evaluation summary: the complaint device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. However, the evaluation revealed peeling of the delivery system balloon. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.